Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated that they received no delivery alarm. Troubleshooting was done for no delivery alarm. Customer was advised to disconnect at the quick release. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited but there was greater than normal resistance when they attempted plunger push. The customer declined troubleshooting for high blood glucose level. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump was returned for analysis.